Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved . Device prompt's 'device service required.

Event description:
There was no patient involved . Device prompt's 'device service required.'

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. On visual inspection of the membrane tail, evidence was observed to indicate it had been incorrectly installed. This resulted in damage to the membrane tail and the pins within the j11 connector not correctly aligning with the membrane tail tracks. This misalignment of the membrane tail resulted in the device not powering up in 500p CPR advisor mode, and the instructional leds operating out of sequence. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2015, this would suggest the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.